Event description:
It was reported that during a liver biopsy procedure the cannula would not close completely over the sample notch, resulting in an inability to cut and remove the tissue sample. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample is not available for evaluation. Based on the information known at this time, the results are inconclusive and the root cause of the event is unknown.